Event description:
A kalix flat foot implant has been implanted in 2001, on x-rays dated 21 days later, it can be seen that the two metallic components of the implant were dismantled. A revision surgery was performed on 13 days later, in order to remove the implant.